Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Device evaluations results and investigation findings: the point of contact stated the unit is showing the reservoir to be full when it is not. The technician observed fluctuation in the readings while the reservoirs were under suction. Both level sensors and transducer rods in reservoirs 1 and 2 were removed and cleaned due to build up of bio debris. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. Level sensor failures are a well-known failure mode, with no allegations of harm or injury to a patient. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit is showing reservoir full when it is not. Cylinder 1 and cylinder 2 were indicating reservoir full intermittently. The event occurred outside the surgical environment. No harm or delay reported. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.